Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv), arv: 0.5 ml and erv: 3.2 ml. The health care professional (hcp) could not get more than ½ cc when aspirating the reservoir. When the hcp pulled back, he could not get any more fluid aspirated and noted that the plunger sucks right back into the syringe. The needles were confirmed patent. The hcp injected 10 ml and was able to aspirate back 10 ml. The hcp then injected 15 ml and could not aspirate at all. The hcp attempted rotating the needle, checking the needle position and holding back negative pressure for several minutes. Over the prior 2 refills the patient was not getting therapeutic relief. Over the prior 2 months, the patient symptoms are getting worse even with increasing the dose. The patient lost the benefit she gained before (B)(6). The hcp noted that the patient was difficult to fill and had to push real hard during the refill. The hcp was sure they injected 40 ml into the reservoir at the prior refill. The hcp questioned if he had a non-functioning pump. There were no alarms or issues in the event logs. There was no precipitant in the drug. The pump did not alarm due to the empty state. The hcp thought adding a volume sensor to the pump would be a good improvement. The pump was used to infuse compounded baclofen.